Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00604. It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 24 mm watchman laa closure device & delivery system were used. The closure device was deployed; however, the physician noticed something moving on fluoroscopy. The checked the device to make sure it met the release criteria. They performed a transesophageal echocardiogram (tee) and the movement was still there. The physician believed there was an air embolism occurred as there were air bubbles in the aorta and left ventricle. The patient was put into the trendelenburg position. The patient was on 100% fraction of inspired oxygen (fio2). The patient did not experience any hemodynamic changes or electrocardiogram (EKG) changes. The patient was stable the entire time. Another physician was called to assess the situation, but eventually the air went away. The closure device was then released. They performed a computed tomography angiogram (cta) of the carotid artery and the brain, which was negative. The patient was kept intubated and mechanically vented for several hours post procedure. They were weaned off and extubated later that evening. The patient was discharged that weekend with no issues and their condition is stable.